Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that (B)(6) 2020, the patient underwent the open reduction internal fixation (orif) surgery for acetabulum fractures with the drill bit. During the surgery, the drill bit got broke at the tip. The surgeon could not remove the fragment. The incision was closed with the fragment left in the patient¿s body. The surgery was completed without any delay. No further information is available. Concomitant devices reported: drill (part number unknown, lot unknown, quantity 1). This report involves one (1) 2.5 mm drill bit/qc/gold/110 mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received drill bit is broken at the end of its flutes. The broken fragment was not sent back for investigation. The observed damage is consistent with the reported complaint condition as such the complaint condition can be confirmed. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: relevant dimensions measured and found within specification per relevant drawing. Drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material was used. Summary: the complaint condition is confirmed based on the received pictures and the received complaint condition. For the complaint relevant dimensions were checked as far as possible and found to be within specifications. Based on the provided information we are not able to determine the exact cause of this complaint. We do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. However, based on the findings above no fault could be found in material or during the production. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a device history record (DHR) review was conducted: part: 315.920, lot: f-21927, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 02. June 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 2.5mm three-fluted drill bit qc/230mm/200mm calibration.